Manufacturer narrative:
Additional informaiton provided in d4. Serial number and primary UDI number have been updated.

Manufacturer narrative:
Additional information has been provided in b5. Hemodynamic instability: the root cause of the injury was not determined due to insufficient clinical details. Failure to advance: the root cause of the delivery issue was determined to be patient condition related to the patient¿s calcification and tortuosity.

Event description:
Additional event information states that the surgeon attempted multiple times to advance the pump but was unable to pass the innominate artery due to calcification. Case was aborted and pump was discarded.

Manufacturer narrative:
Additional information: the following information was obtained: from what I recall from this case, the surgeon attempted multiple times to advance the pump but was unable to pass the innominate artery due to calcification. Case was aborted and pump was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient s/p va ECMO/cp to iabp, recannulated for va ECMO on 11/24. Plan for axillary 5.5 today. During pump insertion, tortuous anatomy with calcified innominate. Unable to attempt left side placement due to left subclavian calcification; opted for axillary iabp, remove femoral iabp, and continue ECMO. During attempted impella 5.5 delivery, the pump was unable to pass calcification and tortuosity in the innominate artery so delivery was aborted. This is considered a reportable event per sop-ra04-f002.